Event description:
The reporter stated that during a procedure there was breakage between the control syringe and the rotating hemostatic valve. There was no reported pt injury or treatment associated with this event. The clinician performing the procedure was splattered in the fact with blood.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.